Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The tumescent pump consistently pumps even when the pedal is not pressed. It causes a major leak of fluid when turned on. Evaluation summary: the device was returned for evaluation. During functional testing, the power switch was turned on without the pedal being pressed, and the pump consistently draws fluid. Improper function of the pump head assembly was determined.